Event description:
Boston scientific received information that this implantable cardiac resynchronization therapy defibrillator (crt-d), which was part of the shortened replacement window advisory, originally communicated april 05, 2007, had a monitoring battery voltage of 2.64 v after 21 months of implant. The physician reported that the device's follow-ups will intensify to monthly. No adverse patient effects have been reported. At a later date, this crt-d was explanted and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. Visual inspection noted that the header was loose and one seal plug was missing. An x-ray was taken of the device and the header wires were found to be intact. All other seal plugs were intact and all setscrews moved freely. The technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The damage observed with the header is consistent with induced damage that most likely occurred during the explantation procedure. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.